Manufacturer narrative:
No sample has been returned for evaluation for the report of bent blades therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional information has been requested. (B)(4).

Event description:
A health professional reported that multiple knives were noted to be bent or burred on the tip and sometimes could not make the paracentesis during surgery. Alternate knives were obtained in order to complete each procedure with no impact to any patient. Additional information has been requested.